Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned, no investigation could be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that air would get into the tubing and the pump would pump air to the patient. They stated that the pump was pumping air bubbles, but was not more specific about the size of the bubbles. The initial reporter stated that the patient did not have any adverse effects due to the complaint, but did not provide any additional information. (B)(4).